Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: under what circumstances would the surgeon admit the patient following this procedure? Unknown. Was the hospitalization because of the clip situation? Hospitalization was based on the surgeon being very concerned about the clips. The patient was a very challenging patient and was very sick. The patient had co-morbidities. What is the current patient status? The patient was discharged.

Manufacturer narrative:
(B)(4). Batch # p92z8n. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information: the cystic duct and cystic artery was cut and the surgeon placed the drain. It is unknown if the clip made the cut or if the jaw made the cut. The patient was hospitalized and may be discharged tonight or possibly tomorrow. The following information was requested, but unavailable: under what circumstances would the surgeon admit the patient following this procedure? Was the hospitalization because of the clip situation? What is the current patient status?

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were falling out of the clip applier and weren't properly forming. The doctor used an endo loop to complete the procedure. The patient has a drain and is currently hospitalized until further observation.

Manufacturer narrative:
(B)(4). Date sent: 06/28/2019. Corrected data: 3005075853-2017-05316 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-05316 will be re-submitted as follow-up #1.